Manufacturer narrative:
(B)(6).

Event description:
During retrieval of an optease vena cava filter with a 10f 80cm vista brite tip straight (str) guiding catheter and a 10f 11cm brite tip catheter, tissue adhesion was strong and the optease could not be collected. The procedure was been completed without collecting the optease. The catheter and sheath were discarded in the hospital.

Manufacturer narrative:
During retrieval of an optease vena cava filter with a 10f 80cm vista brite tip straight (str) guiding catheter and a 10f 11cm brite tip catheter, tissue adhesion was strong and the optease could not be collected. The procedure was been completed without collecting the optease. The catheter and sheath were discarded in the hospital. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter retrieval difficulty - unable to retrieve from vessel wall¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Retrieval of the optease retrievable filter is possible only from femoral vein approach. Retrieval is performed using the cordis optease retrieval catheter and the recommended accessories. These devices used for filter retrieval are not included in the optease retrievable filter introduction set. The IFU for optease retrievable filter retrieval is contained in the cordis optease retrieval catheter packaging. If strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.